Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d9/h3. H3 other text : device not available.

Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There no delay, no medical intervention, and no adverse consequences.